Event description:
It was reported to baxter (B) (4) that a patient control module (pcm) watch together with a basal/bolus infusor overinfused during patient use causing the patient to feel drowsy. The actual flow rate was 60ml/60hr. The total fill volume of the infusor was 60ml of morphine hydrochloride (10ml) and saline (50ml). The infusion finished within 2.5 days. The patient control module (pcm) was connected, but it was pushed only several times. The temperature and the height of the restrictor were unknown. The patient recovered the same day from the event with no treatment. No additional information is available.

Manufacturer narrative:
Device evaluation: the device (pcm watch connected to the infusor) was evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. The pcm device produced functional results within the specification range. Note: the pcm watch device is not a stand alone device; therefore, it must be used with an infusor for therapy. See FDA report# 6000001-2009-00894 for the medwatch which was submitted for the basal/bolus infusor. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
A report was rec'd that the pt's ipg was explanted because, the pt was getting a rash while using the stimulation and while charging. The physician is not sure what is causing the rash. The pt is reportedly doing well.